Event description:
The customer reported that the system was not sending images to pacs and the up/down button was broken.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep reseated the ethernet cable and ordered an up/down switch. He removed and replaced the up/down switch. The system functioned as intended.